Event description:
It was reported via repair work order that the cot would not lock into place when it was slid back into the ambulance on the power-load. This was found to be due to an installation error in which the power cables/wires were not properly resting inside the floor plate and were causing the release plunger and button to stick when pushed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.